Manufacturer narrative:
(B)(4). Ufmw # (B)(4) from (B)(4) attached to this marker file, (B)(4). A total of 2 devices were received for evaluation. Method; 10-testing of actual or suspected device- 2 devices. Result; 758 - clip 1 devices, 3221- no findings available- 1. Conclusion; 4315-caused not established 2 devices.

Event description:
This report summarizes 11 malfunction events involving a total of 11 actual devices for clip formation. These events occurred during use by a healthcare professional.

Manufacturer narrative:
(B)(4). Date sent: 1-29-2020. Of the 11 device(s) reported, a total of 3 device(s) were received for evaluation. Device: 2579-failure to form staple-3 devices. Lot numbers: t92k7x; t40857. Method: 10-testing of actual or suspected device- 3 devices. Result: 213-no device problem found- 1 device. 3084- lockout mechanical-1 device. 114-operational problem-2 devices. Conclusion: 4315- cause not established - 2 device. 67- no problem detected- 1 device.

Manufacturer narrative:
(B)(4). Of the 11 devices reported, a total of 6 devices were received for evaluation. Additional lot #s: r94057; t40857; t92k7x; t40e5e; t92t4m. (B)(4).

Event description:
This report summarizes 11 malfunction events involving a total of 11 actual devices for clip formation. These events occurred during use by a healthcare professional.